Event description:
On (B)(6) 2011, the patient contacted animas alleging a display issue. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. There was no reported patient impact associated with this complaint. The pump was returned to animas on (B)(6) 2011, and evaluated by product analysis on (B)(4), 2011. Product analysis observed the following: the pump's battery compartment was cracked. The pump's display screen appeared to be dim and then faded out. The pump was unresponsive to keypad button presses. Adhesive contaminants and corrosion were found under the keypad contacts. The display was proven to be defective by installing a normal led display. The alleged product display issue and the cracked casing issues are not likely to cause an adverse event because the issues are generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the evaluation of the product revealed that keypad button presses did not activate desired pump functions. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.